Manufacturer narrative:
See describe event or problem for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Three of the reported occurrences are captured under manufacturer report # 3004785967-2019-01015 and two initial occurrences are captured under manufacturer report # 3004785967-2019-00464.

Manufacturer narrative:
A software analysis was initiated. Analysis determined that the issue was not due to a software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): other relevant device(s) are: product ID: bi30000145, serial/lot #: rev. 7 : s/n (B)(4). The system control board was returned to medtronic for evaluation. The system control board was installed in a test system. The system readied; communication, motion and generator were successful. 2d and 3d images were acquired with no issues. On the next day, the system was restarted 3 times before it achieved ready. The remote desktop confirmed charging was unsuccessful during 3d spin. 2d images were acquired, but the 3d spin failed. A system shutdown occurred during 3d spin. Analysis determined there was an electrical failure with the system control board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced on the imaging system. The imaging system then passed the system checkout and was found to be performing as intended. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was turning off during periods where the machine was sitting idle with the mobile view station (mvs) powered on and connected to the image acquisition system (ias). The medtronic field service engineer (fse) confirmed that the mvs was powered on and the self-shutdown timer should not have been triggered. When checking the logs, it was found that the shutdowns were due to the battery levels dropping to the shutdown level. It was noted that this has happened 6 times over the past two months, but the medtronic fse was only notified of the last event. There was no reported patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a note in the hospital fault book recorded a battery critically low error message popped up on the mvs screen, but this occurrence was not reported to the manufacturer. The hospital believed it was highly unlikely that there was a patient or case involved at the time of the fault, and was probably an observation of a passing employee who found the machine powered on idling.